Manufacturer narrative:
A field service engineer visited the facility and a nitrous oxide(n2o)gas module was replaced where after the anesthesia workstation was successfully functional tested and returned to clinical use. The replaced n2o gas module was received together with the device logs. The returned n2o gas module was investigated by simulated use testing in a reference system for several days without reproducing the reported issue with lower oxygen concentration than set. The received device logs show that the n2o gas module delivered more flow than expected which led to a lower level of oxygen in the gas mix than expected. Alarms for low oxygen concentration were generated during the event. As a safety measure, an automatic switch from the gas mix o2/n2o to the gas mix o2/air was done by the system and the oxygen safety flush was also activated by the system in order to restore the oxygen level. The reported event was most likely caused by an oscillating n2o gas module but we have not been able to reproduce the behavior. We have therefore not been able to determine the true cause of the experienced event.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, a lower oxygen concentration than set was measured. There was no patient harm. (B)(4).